Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd bbl¿ thioglycollate medium, enriched with vitamin k1 and hemin tubes were contaminated. There was no report of patient impact. The following information was provided by the initial reporter: the thioglycollate tubes, enriched with vitamin k1 and hemin, they received from lot 1244320 (expiry 2022/08/30) contain dead organisms.

Event description:
It was reported that bd bbl¿ thioglycollate medium, enriched with vitamin k1 and hemin tubes were contaminated. There was no report of patient impact. The following information was provided by the initial reporter: the thioglycollate tubes, enriched with vitamin k1 and hemin, they received from lot 1244320 (expiry 2022/08/30) contain dead organisms.

Manufacturer narrative:
H.6. Investigation summary: material 221788 is manufactured by rehydrating the media components with usp purified water, and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The batch history record review for batch 1244320 was satisfactory and no quality notifications were generated during manufacturing and inspection. Formulation, filling torquing, and autoclaving processes were within specifications. Qc inspection and testing were satisfactory at time of release. The complaint history was reviewed, and one other complaint has been taken on this batch for contamination. Retention samples from batch 1244320 (10 tubes) were available for inspection. No media, defects were observed in 10/10 retention samples. For investigation two retention tubes went investigation. One retention tube went into 20¿25-degree celsius incubation. One retention tube went into 33-37-degree celsius. At the end of a seven-day incubation period there was no microbial growth in 2/2 retention tubes. For appearance of the media, material 221788 procedure states to boil the tubes with loosened caps for ten minutes before use. For investigation purpose one retention tube was boiled the media appearance cleared up to a light/medium light yellow clear appearance as describe in the certificate of analysis. No photos were received to assist with the investigation. No returns were received to assist with the investigation. A gram stain was performed on one retention tube from batch 1244320, the gram stain revealed gram negative rods. This complaint can be confirmed for non-viables from the retentions. A trend has not been identified, therefore, no actions are planned at this time. Bd will continue to trend complaints for non-viables. Caution should be exercised in reporting direct gram stain and/or other direct microbiological stain results on tissue specimens processed with this medium due to the possible presence of nonviable organisms in the culture medium. Culture media sometimes contain dead organisms derived from medium constituents, which may be visible in smears of culture media. Other sources of dead organisms visible upon gram staining include staining reagents, immersion oil, glass slides, and the specimens used for inoculation. If there is uncertainty about the validity of the gram stain, the culture should be reincubated for another hour or two and the test repeated before a report is given. Additionally, this product is not labeled sterile. As stated in our package insert, "do not use medium if it shows evidence of microbial contamination, discoloration, drying or other signs of deterioration". H3 other text : see h.10.